Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for thrombectomy procedure. However, the system alerted check saline error. The procedure was cancelled due to this event. No patient complications were reported.